Manufacturer narrative:
(B)(4). The complaint is confirmed. Visual examination of the provided pictures identified both the patella implant and the patella bone was fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert 87-6204-022-23: bone fracture, implant fracture is known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left knee arthroplasty and approximately nineteen months after the procedure the patient was revised due to a fractured patella on the left knee. Picture attached shows both patella and patellar component completely fractured. Screws and circlage system were placed to reduce the fracture. And the patellar component was replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided product shows signs of extreme wear (nicked, gouged, saw blade indications) and is fractured. Device was submitted for further analysis. Analysis determined the patella fracture was due to overloading, possibly rapidly enough to produce a brittle-like fracture, and possibly with the overloading coming from the backside. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert bone fracture, implant fracture is known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.